Event description:
It was reported the act button on the insulin pump sticks. The device also has to do frequent battery change and it rejects new batteries. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.